Event description:
It was reported that device had reached elective replacement indicator early. The device was explanted and was replaced. No patient complications have been reported as the result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588 implantable pacing lead, (B)(6) 2010; 5076-45 implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.